Event description:
The consultant reports that prior to surgery, during instrument preparation, the nail was being attached to the insertion handle. During pre-surgery testing, it was discovered that the handle would not seat to the nail. No patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is used for treatment, not for diagnosis. The device has been received and evaluations have been conducted. The manufacturing records were reviewed and no complaint related issues were found. A product development evaluation was completed and concluded: the returned part was assembled with a nail and functioned as intended and the complaint condition could not be replicated. The complaint is invalid. Placeholder.